Event description:
It is reported that customers insulin pump is not working after he dropped it and only half of the screen is now visible. The patient's blood glucose level was 94 mg/dl. The customer stated that he has a new pump that he can use instead of the broken one. No additional information has been provided.

Manufacturer narrative:
.